Event description:
It was reported that the insulin gauge was displaying an amount different than expected, with a current fill estimate of 75 units instead of the expected 268 units. There was no adverse impact to the customer¿s blood glucose level. The customer completed necessary steps to remove air from the cartridge and received guidance to use insulin at room temperature when filling it. Despite being offered a new cartridge, the customer chose to continue using the existing one and plans to follow up if needed.